Manufacturer narrative:
The insulin pump was not received in manufacturing mode. The pump passed displacement test, sleep current measurement and active current measurement. No unexpected replace battery now alarms noted in the pump trace download. Pump trace download analysis confirmed the pump alarmed multiple unexpected replace battery alerts. The power management tool indicated abnormal behavior of the lithium backup battery loaded vlith voltage as shown on the power management graph and confirmed due to connector resistance. After disconnecting and reconnecting the internal battery connector the pump was monitored and functioned properly. The pump was received with scratched casing, minor scratches on lcd window, pillowing keypad overlay, faded serial number label, stained serial number label, peeling end cap address label and corrosion in battery tube. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that their insulin pump had issues with sustaining battery charges as well as delivery issues. The customer¿s blood glucose level was 6.9 mmol/l at the time of the incident. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis.

Manufacturer narrative:
This supplemental was created for missing information in the original MDR report.